Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a failure code of 814:04 on channel c was confirmed and not reproduced during product evaluation. The root cause of this condition was assigned to a failure of the air in line board. The channel c pump head module was replaced to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated. Failure code 814:04 indicates a sensor error (time base error: 4.5 mhz outside tolerance).

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter's investigation a follow up medwatch will be submitted. (B)(4).

Event description:
This is a report of a colleague infusion pump with a failure code 814:04, which could have caused an interruption of delivery. It is unknown when the reported condition occurred. There was no patient involvement, injury or medical intervention. The software version for the device is currently not known. No additional information is available.